Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced poor adhesion of the wafer to skin. The end user thinks there is a blister between the wafer and the release paper, the adhesion became poor. The end user requested an investigation of the adhesion of the wafer with blister. The end user subsequent outcome was not reported.